Event description:
It was reported that the device could not be interrogated, there was no pacing, no output and premature battery depletion. Additional information was received from the patient's wife reporting that the patient required cardioversion, and 'he almost died'. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found the device had no telemetry or output. Further analysis determined the device developed high current drain, due to an anomaly on an integrated circuit, which caused the battery to deplete and the device to lose function. The root cause of the high current drain was not determined because the integrated circuit was damaged during the analysis, so no further analysis was performed.